Event description:
It was reported that the implantable cardioverter defibrillator (ICD) could not be interrogated. Ultimately, after several attempts communication was established. No changes or intervention was reported. There was no patient involvement.

Manufacturer narrative:
Further information was requested but not received.